Event description:
The caller reported that the 4lpc tracheostomy tube leaked. He thinks it was in the patient less than a month. It was removed and the patient was re cannulated with an unspecified tracheostomy tube. It was thrown away and not available for investigation.